Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported that during the embolization treatment of an ovarian vein, the coil prematurely detached partially within the catheter. A wire was used to wedge the coil and catheter together. The entire system was removed successfully from the patient. No additional intervention was reported. No harm or injury was reported.